Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: sometime ago there was an event in which a patient was readmitted into the hospital due to a bile leak from a clip that wasn¿t closing all the way. As a result of this event, the patient was transferred to another hospital for an ercp. The patient had biliary stents put in. At this time the patient status is unknown. Additional information was received on 02aug2023 from [name], health systems manager associate, applied medical. A couple days later, patient (female) returned to ER. She developed abdominal abscess, requiring additional intervention. It is likely the bleeding/leaking occurred due to the clip not occluding. The original surgeon did not perform follow-up cases. Unknown if trigger was actuated plastic to plastic. Unknown if the ends of the clip were visible around the structure prior to closing the clip. Unknown how the leak was addressed. It was a duct that was leaking. Patient is reportedly recovering. Additional information was received on 03aug2023 from [name], health systems manager associate, applied medical. It is unknown if the clip had remained on the bile duct or if it had slipped off because the surgeon who initially operated on the patient was not the surgeon who reoperated on the patient. Product not available for return. Patient status: recovering. Intervention: the patient was transferred to another hospital for an ercp. The patient had biliary stents put in.

Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: sometime ago there was an event in which a patient was readmitted into the hospital due to a bile leak from a clip that wasn¿t closing all the way. As a result of this event, the patient was transferred to another hospital for an ercp. The patient had biliary stents put in. At this time the patient status is unknown. Additional information was received on (B)(6) 2023 from [name], health systems manager associate, applied medical. A couple days later, patient (female) returned to ER. She developed abdominal abscess, requiring additional intervention. It is likely the bleeding/leaking occurred due to the clip not occluding. The original surgeon did not perform follow-up cases. Unknown if trigger was actuated plastic to plastic. Unknown if the ends of the clip were visible around the structure prior to closing the clip. Unknown how the leak was addressed. It was a duct that was leaking. Patient is reportedly recovering. Additional information was received on (B)(6) 2023 from [name], health systems manager associate, applied medical. It is unknown if the clip had remained on the bile duct or if it had slipped off because the surgeon who initially operated on the patient was not the surgeon who reoperated on the patient. Product not available for return. Patient status: recovering. Intervention: the patient was transferred to another hospital for an ercp. The patient had biliary stents put in.